Event description:
During the pta / stenting treatment procedure, difficulty was encountered retracting the wallstent sheath resulting in disconnection of the hub from the sheath. Following advancement to the target lesion in the common iliac artery, resistance was encountered retracting the sheath for stent deployment. After several attempts to manipulate the sheath, the hub became disconnected from the sheath. The device was removed and a new stent was successfully implanted. No patient injuries or complications were reported. The patient's status was reported as `good.'